Manufacturer narrative:
Sections with additional information as of 30-mar-2021: d8: answered no. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 03-feb-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is a new diabetic and is concerned with test results from results obtained of 333 mg/dl fasting and 352 mg/dl non-fasting; glucose tests were performed that morning and an hour and half apart. Customer stated he had taken 10u of insulin before breakfast. The customer¿s expected am fasting blood glucose test result range is 80-130 mg/dl, expected post prandial post meals is below 180 mg/dl, and expected fasting at bedtime is 110-150 mg/dl. Customer was not using the proper testing technique (use alcohol pads but hand washing). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 391mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.